Event description:
It was reported that closure of an unspecified access site was attempted using a proglide device relative to an interventional coil embolization procedure. Reportedly, a cuff miss [suture-retrieval issue] occurred. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record for this product could not be reviewed because lot number was not reported. Based on the information reviewed, the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.